Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine (engine). During the procedure, the physician lost vacuum and the engine shut off; however, all four lights were on and humming noise was coming from the engine. Therefore, it was removed. The procedure was completed using manual aspiration. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: during initial functional testing, the engine lights and cooling fan activated but the vacuum pump did not. During subsequent functional testing after opening the pump housing, the engine was able to power on and produce a vacuum pressure of approximately -29.0 inhg. A demonstration canister was seated onto the engine and was able to hold a vacuum pressure of approximately -28.0 inhg with all four vacuum indicator lights illuminated. The pump has been functionally tested on multiple instances since opening the housing and it remains functional. Conclusions: evaluation of the returned engine revealed a functional device. During initial functional testing, the engine lights and cooling fan activated but the vacuum pump did not, similar to the reported complaint. Upon all subsequent testing after opening the pump housing, the engine was able to power on and produce a vacuum pressure within specification with all four vacuum indicator lights illuminated. The root cause of the reported complaint was unable to be determined. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Results code 2: 4247 - the investigation confirmed that upon functional testing, the engine lights and cooling fan activated but the vacuum pump did not. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported pump vacuum not working.